Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that he experienced low blood glucose of 50 mg/dl. Customer not stated there was no serious injury or hospitalization. Customer also reported his belt clip broke. Nothing further reported.